Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing was normal. X-ray and visual inspection of the lead found no anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead exhibited high capture threshold, high pacing impedance and loss of capture. The lead was not used, and a new lead was implanted. The patient condition was stable.